Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that buttons were difficult to push and did not respond. Customer¿s blood glucose was unknown. Customer stated that insulin pump completely shut off after no delivery and then came back on. Customer declined troubleshoot for high blood glucose and no delivery alarm. Insulin pump will not be returned for analysis.